Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17458703 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a palmaz genesis was prepared and flushed. However it was confirmed that the stent slide towards the distal end of one marker. Therefore it was replaced with a new non-cordis stent. The procedure completed successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis because it was discarded in the hospital by mistake. The target lesion was the renal artery. This was a pta case. A brachial approach was made. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Additional information was requested.

Manufacturer narrative:
The sections have been updated accordingly:. An amiia genesis 4.0 x 18 142cm stent delivery system (sds) was prepared and flushed; however it was confirmed that the stent slid towards the distal end of one marker. The marker bands were found to be out of position during preparation. Therefore it was replaced with a new non-cordis stent. The procedure completed successfully. There was no reported patient injury. The target lesion was the renal artery. This was a pta (peripheral transcutaneous angioplasty) case. A brachial approach was made. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis is unknown. The device was stored and handled per the IFU (instructions for use). The device was prepped per the IFU. The catheter was not re-shaped by the user. The catheter was not kinked or damaged in any way prior to insertion into the patient. The catheter tip was not inserted into the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot 17458703 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿marker band offset/out of position - during prep¿ and ¿stent dislodged - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling or procedural factors may have contributed to the reported event as this occurred during prep. According to the safety information in the instructions for use ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system." Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a sds amiia genesis 4.0 x 18 142 was prepared and flushed, however it was confirmed that the stent slide towards the distal end of one marker. The marker bands were found to be out of position during preparation. Therefore it was replaced with a new non-cordis stent. The procedure completed successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis because it was discarded in the hospital by mistake. The target lesion was the renal artery. This was a pta case. A brachial approach was made. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. The device was stored and handled per the IFU. The device was prepped per the IFU. The catheter was not re-shaped by the user. The catheter was not kinked or damaged in any way prior to insertion into the patient. The catheter tip was not inserted into the patient. Additional procedural details were requested but are unknown.